Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue. In addition, the device usb extension cable was replaced due to damaged due to having been pinched. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly, and software was checked.